Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 4 was failed to open and maintenance required. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 was jammed. A field service engineer (fse) attempted to remote into the station to remove the problematic cubie, but the drawer would only open using the emergency lever. Verified that auxiliary full-height drawer 4 was not opening. Replaced the open/close sensor and attempted to replace the solenoid, but the new solenoid was also nonfunctional. Upon further inspection, fse found the latch sensor loose and reattached it to its mount. During recovery, the new solenoid produced minimal sound, indicating low voltage from the drawer board. Fse replaced the drawer board with one sourced from an unused station. Windows updates took an extended time to complete. Afterward, the drawer was successfully recovered. The system functioned as intended after the field service engineer repaired the device.